Event description:
A doctor alleged that a patient had experienced sensitivity after placement with the optibond xtr product.

Manufacturer narrative:
Although the doctor identified five (5) different lots associated with the sensitivity, he could not verify which lot was used the patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot numbers lf00226, lf00225, lf00769, lf00768, and le03939. The doctor had re-done the restoration for the patient for tooth #31; however, the patient is still experiencing sensitivity. It was reported that the doctor felt that optibond was not the cause of the sensitivity. Appearance tests of the returned products were evaluated, yielding results within specifications. The paste appeared homogenous and is free from contamination. A DHR of lots lf00226, lf00225, lf00769, lf00768, and le03939 review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to these lots.